Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that prior to surgery the device does not shave the skin. There was no patient involvement. Due diligence is complete and there is no additional information available.

Event description:
No additional event information is available.

Manufacturer narrative:
The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10, and h11. Review of the most recent repair record determined the cutting issue could not be confirmed, however; the needle bearing and reciprocating arm were damaged. The needle bearing and reciprocating arm were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.